Manufacturer narrative:
(B)(4). Associated MDR#s: 3006425876-2023-00265; 3006425876-2023-00266. The actual device was not returned; however, the customer provided one video for analysis. The complaint of needle hub cracked was able to be confirmed by the video. The video revealed fluid leaking from the needle hub while connected to a syringe. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate.". The complaint of needle hub cracked was able to be confirmed by the video. Based on the available information, the likely root cause for this complaint is design related. A CAPA has been previously initiated to address the issue of cracked needle hubs for the hub type involved with this complaint. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "a systemic error in 3 already opened sets. The introducer needle has an air leak/hairline crack at the connection point.". No patient harm was reported. Multiple puncture sites were required. The issue was resolved by using a kit from another batch. The patient's condition was reported to be "good".

Manufacturer narrative:
(B)(4). Associated MDR#s: 3006425876-2023-00265; 3006425876-2023-00266.

Event description:
It was reported that "a systemic error in 3 already opened sets. The introducer needle has an air leak/hairline crack at the connection point." No patient harm was reported. Multiple puncture sites were required. The issue was resolved by using a kit from another batch. The patient's condition was reported to be "good".